Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose was in the 200 mg/dl and 400 mg/dl ranges. The patient's blood glucose reached a height of 418 mg/dl. The customer experienced symptoms of vomiting and nausea. The customer treated via insulin pump bolus. During troubleshooting, a bent infusion set cannula was noted. It is unknown if the auto mode feature was active during the incident. The customer was advised to change their entire infusion set, reservoir and insulin and treat per health care professional's instructions. The insulin pump was not returned for analysis.